Event description:
Event description boston scientific received information that this right ventricular lead exhibited loss of capture at maximum outputs. The patient was on a ventilator and an external pacemaker. In addition, the patient had a systemic infection.